Event description:
It was reported the patient was not able to charge their implantable neurostimulator (ins). It was noted that a communication problem was reported. It was further noted the patient had not used the ins in a little while. The reporter stated they saw a repositions the antenna screen on the recharger. The reporter further stated they tried to charge the ins a month ago and go the same reposition the antenna screen. It was noted the patient recharged the recharger, but still got the reposition the antenna screen. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).